Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no patient harm nor malfunction that occurred. There were no reported allegations or revisions on any zimmer biomet products; therefore, the initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products-unknown zimmer periarticular distal lateral fibular locking plate. Customer has not yet indicated if the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03246.

Event description:
It is reported that the patient is being considered for a revision of a right distal lateral fibular plate due to an unknown reason. No revision has been reported to date. Follow up attempts have been completed and there is no other information available at this time.